Manufacturer narrative:
Case (B)(4). The eml2 device was not returned for evaluation, but a device history review was obtained for lot number 99689r. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.

Event description:
It was reported that on (B)(6) 2021 a patient underwent a total thoracoscopy cox maze IV procedure. The physician had completed an ablation and was repositioning the eml2 clamp around the left superior pulmonary vein (lspv) and perforated the superior aspect of the lspv resulting in bleeding that required converting the procedure to an open-sternotomy. The perforation was controlled, and the ablation was completed with the patient being stable post-operative. There was no reported device malfunction, and the adverse event was the result of a procedural complication.